Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06696. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. All release criteria was met, therefore the closure device was released in the laa. Transesophageal echocardiogram was performed and revealed no pericardial effusion; the patient was transferred to the intensive care unit. After about two hours the patient¿s blood pressure dropped and on transthoracic echocardiogram a moderate to large pericardial effusion was observed. The patient was transferred back to the cath lab. Pericardiocentesis was performed and approximately 600cc of blood was drained and then re-infused through an atrial line. The effusion stabilized and the patient was kept under observation for another two hours. Later the patient was transferred to the ICU again. The drainage catheter was removed the next day and the patient was doing fine.